Manufacturer narrative:
H6: annex c, annex d and annex g have been updated. Updated device evaluation: medtronic led an evaluation of the returned sterile interface module (sim), as well as the associated device data and provided image. Visual inspection of the returned sim noted it was dry. No corrosion was noted on the electrical contacts. No abnormalities were noted that would have contributed to the reported condition. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim. All pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand. The 1-wire ID was read and displayed "pass". The serial number was read from the device and displayed "pass". Electrical testing was performed and the sim was read with no observed failures. Evaluation of the device data indicates that the sim was disconnected. There is also occurrence of an error code ¿arm cart assembly docked without sim¿ which reports a subsystem recoverable inoperable_error and an alarm message stating "caution: sterile interface module not connected or non-functional. Arm sterile barrier may be open". Evaluation of the provided images notes the first image shows the operating room team interactive (orti) screen. There was an error message reading "arm 1: caution: sterile instrument adapter not connected or non-functional. Arm sterile barrier may be open." Displayed on it. The second photo shows the orti screen. There was a monopolar curved shear with its jaws open against tissue was shown. Evaluation of the device data for the reported sterile interface module confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to the 9-pin connector of the instrument losing connection with the sterile interface module. A process improvement has been implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy, the sterile interface module (sim) suddenly gave an alarm that the sim was not attached or detected. The sim was replaced with another one. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy, the sterile interface module (sim) suddenly gave an alarm that the sim was not attached or detected. The sim was replaced with another one. There was no patient injury.

Manufacturer narrative:
D4:unique identifier (UDI) #, d9, h3 and h6: annex b, annex c, annex d annex g have been amended. Device evaluation: medtronic led an evaluation of the returned sterile interface module (sim), as well as the associated device data and provided image. Visual inspection of the returned sim noted it was dry. No corrosion was noted on the electrical contacts. No abnormalities were noted that would have contributed to the reported condition. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim. All pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand. The 1-wire ID was read and displayed "pass". The serial number was read from the device and displayed "pass". Electrical testing was performed and the sim was read with no observed failures. Evaluation of the device data indicates that the sim was disconnected. There is also occurrence of an error code ¿arm cart assembly docked without sim¿ which reports a subsystem recoverable inoperable_error and an alarm message stating "caution: sterile interface module not connected or non-functional. Arm sterile barrier may be open". Evaluation of the provided images notes the first image shows the operating room team interactive (orti) screen. There was an error message reading "arm 1: caution: sterile instrument adapter not connected or non-functional. Arm sterile barrier may be open." Displayed on it. The second photo shows the orti screen. There was a monopolar curved shear with its jaws open against tissue was shown. Evaluation of the device data for the reported sterile interface module confirmed the reported condition. The most likely cause can be traced to a component failure in the sterile interface module. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy, the sterile interface module (sim) suddenly gave an alarm that the sim was not attached or detected. The sim was replaced with another one. There was no patient injury.